Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon pulse generator interrogation, the message -is this an older device- displayed. It was noted that an older device remained implanted on the patient's opposite side.